Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2019 with the following findings: a review of the black box showed frequent low battery warnings, and a low battery voltage alarm immediately following a battery change. The pump electrical current draws were tested and were within specifications. No corrosion was found in the battery compartment. A leak was found in the battery compartment crack. The pump was opened, and no evidence of moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged a battery life issue occurred with moisture in the battery compartment. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.